Manufacturer narrative:
Concomitant medical products: 507645 lead, implanted (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead integrity alert (lia) due to noise. The lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.